Manufacturer narrative:
(B)(4). Month, day, and year unknown. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the enseal tip was broken. There was no reported patient consequence.